Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated his cgm was reading 352 mg/dl. He went to the clinic because his test strips had expired. At the clinic they checked his bg which was 40 mg/dl, so he was kept overnight for observation. No symptoms or treatment details were provided. The next day he was home and using a new sensor with no further issues reported. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.